Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. A revision procedure is anticipated to be performed to resolve the issue but has not been scheduled. The patient was in stable condition.